Manufacturer narrative:
Ni.

Event description:
A customer reported an event of an "odor" emitting from the sterrad 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced on(B)(6) 2015. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release.. The service history for this unit was reviewed for the past 6 months (03/28/2015 to 09/24/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic decomp filter, and oil mist filter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic decomp filter and oil mist filter. The field service engineer replaced these parts and confirmed the issue was resolved. The sterrad 200 was left out of specification as it was past due for a preventative maintenance. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.